Event description:
It was reported that during a procedure, the balloon allegedly ruptured and the device was noted to be broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The left common fermoral artery was accessed with the needle under the ultrasound guidance. It was observed that a critical stenosis in the right common femoral artery that measured greater than 90% and approximately 60% diffuse stenosis throughout the right popliteal artery. A lutonix drug-coated balloon was used to perform angioplasty for the residual stenosis. There were multiple resistant stenoses. The balloon eventually ruptured. Completion arteriogram demonstrated filling defects in the proximal right sfa, as well as right external iliac artery, due to fragments of the balloon. Snare loop was used to retrieve of multiple fragments of balloon. Covered stent was used on the mid sfa to ensure the remaining balloon fragment get migrated. Catheter and sheath were then removed. There were balloon fragments in the left common femoral artery and external iliac artery which were partially occlusive. Ultrasound guidance used for vascular access demonstrated a widely patent left common femoral artery. Based on the submitted medical record, the investigation was confirmed for the reported balloon rupture as the balloon observed to be ruptured during the procedure. The investigation was also confirmed for the reported for balloon detachment as the balloon got ruptured and the fragmented balloon segments was snared, based on the submitted medical record. A definitive root cause for the balloon rupture and balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the balloon allegedly ruptured and the device was noted to be broken. There was no reported patient injury.